Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 41 mg/dl. Customers other blood glucose value were 73 mg/dl, 150 mg/dl, 294 mg/dl, 164 mg/dl, 158 mg/dl, 132 mg/dl, 119 mg/dl. Customer reported that they did receive a calibration not accepted alert. The device was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was unsure whether the auto mode was active or inactive on the insulin pump during the low blood glucose level event.